Event description:
Customer reported hospitalization due to low blood glucose readings. Customer states that the blood glucose readings were high and then eventually extremely low. The blood glucose reading at one point were 571 mg/dl and then 20 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.